Manufacturer narrative:
(B)(4). Batch #r59079. Investigation summary: the analysis results showed that one ecr45g reload (a) was returned unfired with the reload pan partially dislodged from left proximal side. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats left upper lobe resection, the device would not fire when severing pulmonary fissure tissue. Changed to another device, but still could not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.